Event description:
It was reported to vyaire medical that after the post cycle, the vela ventilator blows air into the test lung and the screen remains blank afterwards. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
(B)(4). The suspect device was not returned for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.